Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was outside for a prolonged amount of time in cold temperatures resulting in the pump declaring a valid temperature alarm. Blood glucose (bg) level was over 600 mg/dl and was addressed by administering a manual injection. Multiple attempts were made by tandem¿s technical support (cts) to obtain additional information; however, no additional information regarding this event was provided.